Event description:
It was reported during the charger swap, the patient could not establish communication with the ipg. The patient programmer would not communication and showed the ipg error message. The patient has not recharged since (B)(6) 2012. The patient was advised to consult with the physician for surgical intervention.

Manufacturer narrative:
Recall #s: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.